Event description:
It was reported that there was a high infection rate for dbs procedures at (B)(6) hospital in little rock, ar. It was reported that the infection rate was such that approximately 1/3 of patients had to be explanted. No specific patient names were available. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).